Event description:
Rep reports that pt developed an infection resulting in the explant of the bactiseal and valve. It should also be noted that the customer used product code 82-3182 with the bactiseal; however, there is no report of a problem with the valve.

Manufacturer narrative:
Upon completion of the investigation it has been noted that this complaint has been confirmed. S lugdumensis is an unusual but not an unknown cause of shunt infection. These isolates were fully susceptible to bactiseal, and infection should have been prevented. However, there was no antibacterial activity remaining in the peritoneal catheter or the 2cm piece of ventricular catheter, after 1 month in situ there should have been appreciable activity remaining in the shunt. On the other hand, the 6cm section of ventricular catheter showed an inhibition zone of 17.32mm. This suggests that contrary to the clinical data given, the shunt was inserted in two separate procedures, the most recent being replacement of the ventricular catheter (by connection to a 2cm segment of the old ventricular catheter) presumably for obstruction. It is therefore very possible that s lugddunensis gained access to either csf or shunt (or both) during replacement of the ventricular catheter,at a date (27/sept/05) when the activity of the remaining bactiseal shunt had waned. The unprotected peritoneal catheter would then become colonized (but not the new ventricular catheter). The main shunt components would then have to have been inserted 2 months previously. The culture results support this as the 6cm ventricular catheter grew extremely small numbers of bacteria only after prolonged incubation, probably representing transfer of bacteria from other shunt components during snipping. In addition, the use of a ligatured connector to extend the ventricular catheter would support this conclusion. Despite several telephon calls to the contact, no calls were returned and it has proved impossible to confirm this version of events. Based on the results of this investigation, no further action is required. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.